Event description:
This was a lead management case to extract two non-functional cardiac leads. The first lead (5076 ra) was prepped with an lld-ez and the physician began to lase using a 14f glidelight laser sheath, however, no progress was made due to significant calcification proximal to the clavicle at the intercostal space. The physician, as well as the cardiothoracic surgeon, attempted further dissection of the vessel to remove the calcification in order to allow the laser catheter to pass, however, these attempts were unsuccessful. The physician elected to abandon the extraction attempt, cutting and capping the lead, and subsequently abandoning the lld-ez within the lead. Extraction of the other lead was not attempted. The patient had no adverse effects from the procedure.